Event description:
The user facility reported that following a cycle an employee's face obtained a burn after being contacted by steam when the chamber door was opened to their platform sterilizer. The employee sought medical treatment at the ER, however no medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the heat exchanger was damaged. As the heat exchanger was damaged, this resulted in excess steam to build up in the sterilizer's chamber resulting in the reported event. The technician replaced the heat exchanger and the water pump. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.